Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The iabp is under the inspection by getinge field service engineer (fse). The reported incident has not been duplicated as of yet. Additional information has been requested. A supplemental report will be sent upon receiving this information. Full event site name: (B)(6).

Event description:
It was reported that while transferring the patient from the catheterization room to the ICU room, the operation mode of the cs300 intra-aortic balloon pump (iabp) was in auto-mode. However, the mode changed to semi-mode without an alarm. The customer then discovered that the pumping stopped and an alarm sounded to notify of decreasing blood pressure. The iabp unit was continuously used for therapy. No patient harm or adverse event was reported.

Manufacturer narrative:
Updated fields: a getinge field service engineer (fse) inspected the iabp in the getinge (B)(4) office. The reported incident was not duplicated. As a precaution, the fse cleaned the connector in the touch panel keypad. The iabp was been released for clinical use to the customer without incident.

Event description:
It was reported that while transferring the patient from the catheterization room to the ICU room, the operation mode of the cs300 intra-aortic balloon pump (iabp) was in auto-mode. However, the mode changed to semi-mode without an alarm. The customer then discovered that the pumping stopped and an alarm sounded to notify of decreasing blood pressure. The iabp unit was continuously used for therapy. No patient harm or adverse event was reported